Manufacturer narrative:
This event no longer meets reporting criteria as the event was due to a non-abbott lead and there was no malfunction of the device. Therefore, this event is non-reportable because it did not indicate a malfunction or did not cause a serious injury involving a long-term implantable or life-supporting/life-sustaining product.

Event description:
Additional information was received indicating the event was due to a non-abbott lead and there was no malfunction of the device. It was elected to explant the device and implant a pacemaker during the revision of the non-abbott lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of inappropriate high voltage therapy delivered by the device. No intervention was performed to resolve the event and the patient was in stable condition.